Event description:
Medtronic minimed has received notification regarding the passing of (B)(6) dod: (B)(6) 2013. (B)(6) purchased her nova max glucose test strips, manufactured by nova diabetes care, inc. Through medtronic minimed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).